Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files concluded there was a signal loss on optical fibers 1 and 3 during the procedure. The cause of the optical signal loss remains unknown as the device was not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. Following isolation of the four pulmonary veins while ablating on the roof of the left artia, the patient became hypotensive, tachycardic and subsequently asystolic. An echocardiogram and ultrasound were performed which revealed a cardiac perforation. A pericardiocentesis was performed unsuccessfully followed by surgery, after which the patient exhibited no brain activity. Hypothermia was induced and the patient regained brain function. The patient has since been discharged from the hospital and is doing well. There were no performance issues with any sjm device.